Event description:
It was reported that the pt's device was switched off by her mobile phone. The pt immediately felt the return of her tremor and was able to switch her generator back on with her mobile phone. The implant was located on the right side of her abdomen.

Event description:
Additional information reported indicated that the patient immediately recognized that her device had turned off because, she experienced her tremor return. The patient was able to use her mobile phone to turn the implantable neurostimulator back on. The outcome was noted as resolved without sequelae on (B)(6) 2011. If further information becomes available, a follow-up report will be sent. 2012 (B)(6): oc neuro interface update severity: new: moderate old: (B)(6) 2012 oc neuro interface update: outcome: new: resolved without sequelae resolved date: (B)(6) 2011 2012 (B)(6) e-mail: rep reports on saturday, (B)(6), patient helen cassel, reported that her generator was switched off accidentally with her mobile telephone. She recognized it immediately as her tremor returned. She was able to use her mobile phone again to turn the generator back on. She is implanted with a 37601 activa pc in her right abdomen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).